Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
When I grabbed one of them the string fell into my hand-vagina [foreignbody in reproductive tract]. When I grabbed one of them the string fell into my hand [complication of device removal]. String come out the bottom - tampon [device breakage]. Probable manufacturing cause [manufacturing issue]. Case description: consumer reported via email that when she grabbed a tampon the string fell into her hand. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
When I grabbed one of them the string fell into my hand-vagina [foreign body in reproductive tract]. When I grabbed one of them the string fell into my hand [complication of device removal]. String come out the bottom - tampon [device breakage]. Consumer reported via email that when she grabbed a tampon the string fell into her hand. No serious injury was reported.

Manufacturer narrative:
Probable manufacturing cause identified as a result of the lot code investigation completed on 08/26/2021. An investigation is in progress for returned product received on 09/13/21.

Event description:
When I grabbed one of them the string fell into my hand-vagina [foreign body in reproductive tract] when I grabbed one of them the string fell into my hand [complication of device removal] string come out the bottom - tampon [device breakage] probable manufacturing cause [manufacturing issue] case description: consumer reported via email that when she grabbed a tampon the string fell into her hand. No serious injury was reported.